Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customers indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced a luer connection that broke resulting in leakage. The following information was provided by the initial reporter: the patient's mother called out because the tubing was backing with blood. Rn noticed a leak from tubing. Methrotrexate was leaking from the tubing at one of the connection sites and onto the bedding. The tubing/medication was thrown away and the physicians was made aware.